Event description:
The manufacturer was informed that on (B)(6) 2024, a patient using a bipap a40 ventilator experienced shortness of breath while on bipap therapy. The patient was reportedly entered a semi-conscious state during transport to a daycare facility via automobile while using the bipap. It was reported that the exhaled total volume was displayed at zero when the patient's respiratory condition became worse. Intervention of manual ventilation was provided by the nurse in the car reportedly due to the patient having used the ventilator for almost 24 hours. The patient was emergently taken to the hospital attached to the daycare facility which the patient was enroute to. After care was transferred to the hospital, their oxygen supply was increased to 10 liters per minute (lpm) and then reduced back to the usual 1 lpm within one hour. On (B)(6) 2024, a philips sales representative brought a replacement bipap to the hospital for the patient to use. Upon the sales representative¿s arrival at the hospital, the patient was receiving ventilation therapy using the subject device and had recovered after arriving at the hospital using the subject bipap ventilator. Although no abnormalities in the device were observed at the site, out of an abundance of caution, the patient was advised to use the replacement bipap ventilator provided by the philips sales representative as a precaution. The patient was discharged the same day without being hospitalized after undergoing various tests. The reporter mentioned a history of "low circuit leak" near the time of the patient's deterioration, but it was unclear if that occurred before or after their deterioration. At the time, it was not confirmed if the circuit was partially disconnected from the ventilator or if the patient¿s condition deteriorated independent of device use and indicated they noted no device malfunction. During the evaluation of the device at the manufacturer's service center, review of the device¿s error log indicted there were no abnormalities recorded. It was confirmed that the device did not alarm for loss of power during testing. A lot of dust was observed inside the device. The blower, outlet flow path and tight side assembly were replaced to address the contamination issue. The main printed circuit assembly was replaced. After replacement of the components, cleaning and functional check were completed.